Manufacturer narrative:
Investigation summary: review of the DHR showed that no nonconformances were raised during the manufacturing of the lot involved, confirming compliance of the product with the requirements during the in-process qc testing. In particular, a review of the manufacturing process confirmed that potential defects pertaining to the issue reported were detected by the in-process qc testing, specifically through the following tests: damaged nonfunctional product: visual inspection for damage that would affect the safety or functionality of the acam assembly. Catheter security: the maximum tensile load applied on an acam sub-assembly when the tube breaks or separates from the eyelet. The above-mentioned tests have been performed with no anomalies noted; all the samples passed the tests, confirming compliance of the product with the specifications. Visual analysis of the returned sample revealed that the profile of the severed area is compatible with needle reinsertion and tearing, which is consistent with the event described by the customer. Reinsertion of needle into catheter may severe the catheter tube; when this failure mode occurs, the catheter tube exhibits a distinct ¿v¿ shaped cut produced by the needle point, as observed during the analysis of the returned sample. A review of the complaints database has been performed and no other complaint was found on the lot involved. Review of the database was extended to all the lots belonging to the code 18520-aj, showing only another complaint ((B)(4)) in the last three years (on (B)(6) 2021 - (B)(6) 2024) reporting a broken catheter tube, whose allegation was not confirmed. Based on the investigation, event description, review of the DHR, review of the complaints and analysis of the sample provided, there is no evidence that the event is related to a product quality/manufacturing issue. The investigation identified a potential improper use of the device as probable cause of the complaint. The reported issue could not be confirmed; therefore, no further action will be implemented at this time. Complaints data will continue to be monitored.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an attempt was made to secure the route to the dorsal surface of the right hand with a 24g jelco needle. Puncture was smooth without resistance, and after confirming reverse blood loss, the external capsule was advanced, but there was resistance when about 5 mm remained. When the inner tube was pulled out with the outer tube about 5 mm from the skin, there was reverse bleeding, and the needle was removed because it did not advance any further even if the inner tube was returned. He tried to pull out the inner tube with only the outer tube, but there was resistance, and when he pulled gently, the tip of the outer tube was torn off by about 5 mm. A simple CT scan was taken, confirming the presence of a plastic disc on the left hand. Torn outer tube removed by cardiovascular surgeon under intravenous anesthesia (operation time: 4 minutes). No adverse effects were reported.